Event description:
Per complaint (B)(4), a dental implant was explanted one month after initial placement due to discomfort experienced by the patient. Failure of osseointegration was reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section for report submission date and to report device evaluation results. Updated for device return date, for analysis awareness date, and for report type and follow-up number. Updated for follow-up type, for device evaluation status, and for method, result and conclusion codes.